Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of in the 300 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer reported that the auto mode feature was not active at the time of high blood glucose event and does not allege that the insulin pump was under delivering insulin. Customer also reported calibration error alarm and troubleshooting was performed and completed. The product was not returned for analysis.